Event description:
It was reported that the patient underwent a l5-s1 interbody fusion using an interbody device, posterior instrumentation and rhbmp-2/acs. At the 6-month follow-up visit, the patient reported left leg pain, weakness, and altered sensation. The patient walks with a limp protecting the left leg, and power is decreased secondary to pain. A CT myelogram of the lumbar spine was performed. The radiology report for the CT myelogram indicated "the patient has had fusion from l4-5 with metallic fixation. The patient has also had left hemilaminectomy with disc surgery at l5-s1. The right s1 nerve root is well seen. The left is compressed and cut off just below the disc space. There is mild compression of the thecal sac here. No loosening or infection is seen of the screws; there is still however soft tissue identified with some calcification within it causing compression of the thecal sac and left s1 nerve root. No other pathology was evident. There is moderate changes at l5-s1 disc space with sclerosis and irregularity. Clips are seen here as well. Does this represent a small indolent infection or is just post operative. Clinical correlation is indicated." The patient has not returned for 12 month follow up exam.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.